Event description:
Complainant purchased an air purifier to be used indoors for an individual with extreme respiratory problems. She complains that independent testing on the device showed it could easily far exceed the safe levels of ppb of ozone. She stated that FDA has set a limit of 50 ppb for the ozone from electronic air cleaners and that she understands that the ozone levels are too high when a distinct ozone odor becomes apparent.